Event description:
Synovitis. Right knee effusion [joint effusion]. Case description: spontaneous case was received on (B)(4) 2013 from a physician database extraction regarding a female patient, initials unk, with osteoarthritis (kellgren and lawrence grade 4). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was significant for previous use of synvisc (it was reported that the age of the patient at the time of first course was (B)(6)). On (B)(6) 2002, the patient initiated treatment with second course of intra-articular synvisc (hylan g-f 20) injection, dosage regimen not provided, in right knee. The lot number for synvisc was not provided. On (B)(6) 2002, the patient received second injection and experienced synovitis in right knee for which the patient received treatment with intramuscular betamethasone. On unspecified dates, arthrocentesis was performed and 19 cc and 11 cc of slightly turbid fluid was aspirated from right knee. The action taken with synvisc treatment was not provided. On (B)(6) 2002, the patient recovered from the event of synovitis of right knee. The patient's outcome for the event of right knee effusion was not provided. Concomitant medications were not provided. The intensity for the event of synovitis of right knee was assessed as mild and right knee effusion was not provided. The reporting physician assessed the relationship between synvisc and the event of synovitis of right knee as definitely related and did not provide the relationship with right knee effusion. Follow up info was received on (B)(4) 2013 and the patient's initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit-risk profile of the product is not altered by this report.